Event description:
The doctor reports that the implant mount was stuck with the implant, was not able to separate; therefore, the implant was removed. They were able to complete the procedure with a another implant from stock and an additional implant mount.

Manufacturer narrative:
One full osseotite® tapered certain® implant and one navigator® certain® implant mount were returned for inspection. Visual inspection of devices were examined visually by the naked eye revealed minimum wear on the threaded region of the implant. The securing screw of the mount is stripped and no longer functional. The products were seized together and could not be disengaged. The lot number was not provided for the implant mount therefore the device history could not be reviewed. The device history and complaint review did not indicate any manufacture deviations that would have contributed to this event. The does not disengage event was confirmed based on the device inspection. No definitive root cause could be identified. (B)(4).